Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2015, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the health care provider (hcp) through a manufacturing representative regarding a patient receiving intrathecal bupivacaine 8 mg at a dose of "1.472 mg" and fentanyl 349.7 mcg at a dose of "1900 mcg." The indications for use were post lumbar laminectomy syndrome and spinal pain. The patient had a medical history of diabetic neuropathy in the lower extremities. The patient had consistent complaints that their pain level had not decreased significantly since pump implant and catheter revision. There was no indication of a kink or pump reservoir volume discrepancies by report of the hcp. The drug was changed approximately 10-15 days ago (from (B)(6) 2016) to try to improve relief.

Event description:
Additional information was received from the healthcare provider via a company representative. Attempts had been made to meet with the patient, but the patient did not see the company representative and healthcare provider and did not take calls or respond to the managing healthcare provider.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.